Event description:
Customer reported device = 500 mg/dl. Customer stated feeling bad and went to the hosp. Hosp device & lab = 267 1/2 or less mg/dl. Customer was treated with an IV. No controls used. A request was made for return product and replacement product was sent.